Event description:
It was reported that bd ultra-fine¿ ii syringe 0.5ml has slanted scale markings. This was discovered during use. The following information was provided by the initial reporter: material no. 320468 batch no. 8281950d. It was reported that syringe has slanted scale markings.

Manufacturer narrative:
Investigation: customer returned (5) loose 1/2cc, 8mm syringes. Customer states that the syringes have slated scale markings. All returned syringes were tested using the plug gauge and all scale marking placements fall within specifications. A review of the device history record was completed for batch# 8281950. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200785984] noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ ii syringe 0.5ml has slanted scale markings. This was discovered during use. The following information was provided by the initial reporter: material no. 320468, batch no. 8281950d. It was reported that syringe has slanted scale markings.